Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, moderately tortuous, mid right coronary artery. The 3.5 x 12 mm xience alpine stent delivery system (sds) did not cross the lesion; therefore, the device was removed. Resistance was felt during retraction and after removal stent flaring was noted. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.